Manufacturer narrative:
Batch review performed on 16 august 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The patient was (B)(6). The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.